Event description:
Related manufacturer reference number: 2017865-2023-15976. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture threshold, high pacing impedance, insulation damage, and found both leads tangled around each other on the right ventricular (rv) lead. Device interrogation revealed noise oversensing, insulation damage, and automatic mode switch and tangled around both leads on the atrial (ra) lead. On 17 mar 2023, the physician elected to cap and replace the rv and ra lead. The patient was in stable condition.